Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported a warning power on reset (por) was seen and therapy had stopped. The patient was trying to charge the ins when the por was seen. It was reviewed the por code could not be cleared. The patient was redirected to the healthcare provider (hcp) to have the device interrogated. No patient symptoms were reported. No further complications were reported/anticipated.